Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h264 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h264 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. The customer returned photographs for evaluation. A review of the photographs verify the drive tube leak as blood is seen on the drive tube and throughout the centrifuge chamber. The leak appears to be coming from the lower bearing stop on the drive tube. The lower bearing stop is worn down and the drive tube bearing has dislodged from its original position in the drive tube bearing retainer clip. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. A material trace of the drive tubes used to build lot h264 did not find any non-conformances. The cause for the alarm #7: blood leak (centrifuge chamber) was most likely due to the drive tube leak. The root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 1425 mls of whole blood was processed at the time the leak occurred. The customer reported they received an alarm #7: blood leak (centrifuge chamber) alarm. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned photographs for investigation.